Event description:
The customer reported the system failed to produce fluoroscopic x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. However, several circuit boards were reseated as a precaution. The system was found to be operating as intended.